Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of poor r wave sensing was confirmed via review fo egms. A drop of ventricular sense amplitude and varying r wave amplitudes were observed in the data logs. The device was tested on the bench and with automated testing equipment and no anomalies were found. The cause of the sensing anomaly could not be determined.

Event description:
It was reported that a device and lead had poor r wave sensing. The ICD and the right ventricular lead were explanted and replaced.